Event description:
It was reported to tyco healthcare/kendall on august 4, 2006 that a customer had a problem with a gastrostomy tube. The customer stated the external retention bolster separated from the tube after 80 days of use. The tube was removed by endoscope.